Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the removal area of the roi-c peek cage fractured during cage implantation. When the cage was inserted into the disc space before inserting the plate, the surgeon found the fractured piece in the patient. The cage was removed and replaced. There was no patient harm and only a 10 minute delay.

Manufacturer narrative:
H6: additional method code: 4109. Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the cage has fractured. Root cause: according to dmr-14-sm-20-a, rev. (Roi-c mechanical test report), this kind of failure can be a result of excessive dynamic torsional loading. This event could be attributed to excessive torsional forces applied to the implant during insertion and/or adjustment of the position in the disc space. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the removal area of the roi-c peek cage fractured during cage implantation. When the cage was inserted into the disc space before inserting the plate, the surgeon found the fractured piece in the patient. The cage was removed and replaced. There was no patient harm and only a 10 minute delay.